Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd eclipse¿ needle with detachable bd luer-lok¿ syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "plungers is hard to push"

Event description:
It was reported that 2 bd eclipse¿ needle with detachable bd luer-lok¿ syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "plungers is hard to push".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jan-2023. Investigation summary: our quality engineer inspected the 1 photo and 2 samples submitted for evaluation. The reported issue of plunger movement difficult was confirmed upon inspection of the samples. The syringes were received with opened packaging and the eclipse needle was missing. The stopper on the end of the plunger is not flat on the tip and is considered jammed. The plunger was slightly hard to push. One image shows the two syringes in their package with the eclipse needles missing. The reported defects cannot be confirmed with this image. Another photo shows two loose 1ml syringes with the plunger drawn back until the stopper rests at the 0.5ml. The tip of the stopper is not flat on one of the syringes and the other looks acceptable. The third image shows two loose syringes with the plunger rods bottomed out at the end of the syringes and one is not flat, and the other looks acceptable. Bd determined that the cause of the potential root cause for the jammed stopper defect is associated with the assembly process. Production records were reviewed, and this batch meets our manufacturing specification requirements.